Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery intermittently fluctuated. Additionally, it was reported that a bolus cancelled notification became frozen on the pump screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the notification. Customer's blood glucose was 137 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.